Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history showed that power events had occurred on (B)(4) 2013. The pump was examined and found that the battery compartment was cracked. The battery cap was found to be unable to secure to the battery compartment resulting in power loss; the battery cap was examined and found that the battery cap threads were stripped. A test battery cap was inserted and the pump was able to exercise for (B)(4) hours without power issues. During testing the pump display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the battery cap was stripped, and the display screen was found to be faded and discolored. This report is made based on the results of evaluation.